Manufacturer narrative:
Baxter is in the process of inspecting the envella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that envella bed power outlet and internal wires melted. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The device was initially investigated by the service technician at the customer facility. The service technician found that the power cord had exposed copper wire. The service technician replaced the power cord to resolve the issue. Based on this information, no further action is required. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the power cord is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks show no sign of cracking and are intact with no damage. The power cord strain relief shows no sign of cracking and is intact with no damage. Repair or replace the part as applicable. Additionally, the product involved in the allegation is a rental unit with an extensive service history. Available documentation confirms that the bed has been routinely serviced in alignment with established maintenance protocols. Most recently, this product had routine service/maintenance performed on 05/21/2025 and did not require any additional service related to the reported issue. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that envella bed power outlet and internal wires melted. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.